Event description:
It was reported that inflation of this inflatable penile prosthesis was weak. A revision procedure was performed and saline was added to the device reservoir. No components were explanted or replaced. No patient complications were reported.